Manufacturer narrative:
The investigation of limb ischemia and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G.1 revised manufacturing site name and address as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25701. H.6 code 4641 was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25701 and was added.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and developed limb ischemia the following day, approximately 20 hours after start of support. The patient presented to the emergency department with confusion and shortness of breath and was admitted with community acquired pneumonia, urinary tract infection and sepsis. The patient decompensated early requiring intubation and one round of cardiopulmonary resuscitation. The patient was hemodynamically compromised after achieving return of spontaneous circulation and was taken to the cardiovascular lab. Right heart catheterization was performed. Cardiac output and cardiac index were "low." A pulmonary artery catheter was left in place, and the decision was made to implant an impella cp device. Which was completed without complication. The patient, intubated and sedated, was sent to the unit on support. However, the following day in the morning, less that 24 hours later, pulseless extremity was identified. The patient was brought back to the operating room for impella cp device removal and possible surgical intervention. Reportedly, the impella was successfully weaned and explanted, the patient received stenting to left iliac artery and thrombectomy. The patient returned to unit in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿